Event description:
Major pump unit(s) involved: device thrombosis. Additional text: unknown. Specific component(s) involved: other component malfunction, specify. Other component: unable to determine. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention: lvad turned off due to questionable clot in vad itself. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.